Manufacturer narrative:
Follow up with the reporter provided additional information that the item broke off flush and the surgeon felt it was secure in the bone. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not released by risk management, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, leveraging, torquing while leveraging the device, and/or using the incorrect screw with the driver which may result in screw not fully seating on driver. This is the first complaint of this type for this part/lot number. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Risk management will not release.

Event description:
It was reported via facility medwatch #0301150000-2010-8011 that during an arthrodesis of the right first metatarsophalangeal joint, the head of the driver shaft hexalobe broke and got stuck in the screw head. This occurred when the surgeon was placing the cortical locking screw. Per the reporter, there was no tool to remove the screw head. The head of the driver shaft was left in the implanted screw. There was no apparent harm to the patient. No further patient or event information was provided at the time this event was reported.